Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, patient reported infusion set infusion set had ripped off when it got caught on the table. The patient had high blood glucose. No further information available.